Event description:
Male patient with history of orofacial dystonia implant of dbs and ipg double lead ipg earlier this year; he presented to emergency department one month later w/sudden swelling/redness by ipg on chest w/redness spread around chest and up to incision on neck/cellulitis. Blood cultures: c-reactive protein was high and leads and come positive w/(B)(6) (leads) and chest fluid labs 2+ (B)(6). Device/leads explanted that same day. Patient sent to pacu in stable condition.